Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level due to the reported issue. The customer reverted to an alternate method of insulin therapy.